Event description:
In 2004, a 250cc potassium rider solution was set to deliver at rate of 63cc/hr in piggyback mode. The nurse stated that patient felt pain at infusion site, which alerted nurse that the solution had infused faster than 63cc/hr. The patient was said to have felt numbness on her arm at the time but there was no injury.

Manufacturer narrative:
The pump was tested by the manufacturer and operated within specifications.